Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error and bland display. Customer's blood glucose was 153 mg/dl. The customer stopped troubleshooting for the motor error and blank display due to the exposure to the pump with water. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer reported that the device was exposed to water. The customer stated that the pump was in cooler and the ice melted. Customer stated the pump is vibrating without an alarm or alert. Customer stated the pump display went blank immediately after pump exposure to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to blank display. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.